Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 10 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
One used device sample was received for investigation. Upon pressurization, a leak was found in the inflation line. The inflation line was found to have been partially torn away from the tube. Manufacturing does a 100% inflation test of the cuff and inflation line and had the tear been there at that time it would have been detected and scrapped. There was no evidence found to suggest the event was caused from an intrinsic defect in the product. As the device's cuff was inflated and in-use for several days, it appears the damage was a result of user mishandling.